Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap was thin and big white spots in unknown eye of a patient, during lasik surgery. There are multiple related reports for this reported event. This report addresses unknown patient, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. However, the ablation test cannot be evaluated as the ablation test disc was used several times. For this reason, it cannot be determined whether the ablation test was within the permitted tolerance. Energy check was not performed as recommended every two hours. Logfile shows thirty-four successfully performed treatments. The reported patient could be identified in the logfile, but it was not specified which eye was affected, therefore both eyes were considered in the log file review. The logfile shows that the beam control check for left eye was conducted about two minute and twenty-three seconds and for the right eye five min thirty-two seconds before laser fired, instead of immediately before firing. Treatments for left eye and right eye were finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The treatment report was not provided completely; therefore, it is not possible to determine whether the selected energy values are within the recommended arrangement in relation with the cutting settings. No technical root cause could be identified. Treatment report shows a decentered suction ring and a possibly decentered flap, as well as liquid build-up under the patient interface which can lead to higher variability in the resulting flap thickness. The treatment report also shows whitish cloudy formation in the flap and probable uncut areas. Based on these visual cues, the surgeon should stop the procedure as they indicate issues with the flap cutting such as the canal not venting properly or there not being a valid suction. In summary, both the review of the logfiles as well as the review of the treatment report shows several items that are not in compliance with the instructions given by the user and procedure manuals and that can be optimized in the handling and the workflow of the procedure. However, investigations on the patient interface based on the complaints from this reporting entity led to the identification of a new potential root cause for incidents comparable to the ones of this report. This incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).